Event description:
Trogard finesse 10/12 mm trocar split in several places at the distal portion of the outer cannula - small fragment broke off upon retrieval from patient during atricure ablation on right thoroscopy.